Event description:
It was reported that during a laparoscopic-assisted low anterior resection with total mesorectal excision and end-colostomy procedure, the device was placed around the distal rectum below the tumour and fired. The specimen was removed and the staple line visually appeared to be intact and was holding well; no malformed staples were seen. When the circular stapling device was placed in rectum and it was found that the staple line had failed and the distal rectum was wide open. The patient's pelvis was deep and narrow. In addition, the rectal stump was short (3 cm long), therefore, it was not possible to refire the device. A transanal anastomosis was not feasible, nor was hand-sewing the anastomosis. The patient was given an end colostomy. The patient tolerated the procedure well. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Unknown if the device will be returned for evaluation; to date, device has not been returned or received for analysis. Additional information requested and received: a contour stapler was placed around the distal rectum. We were well below the tumour. The colon had been cleared off quite well and the stapler was fired and the specimen removed. On careful examination of the specimen, it was a good tme without any entry into the pararectal fat, and we are more than tme distal to the tumour with the staple line. The staple line appears to be intact and it was holding well. There did not appear to be any staple mal-firing. The (eea) stapler was then placed into the rectum. Unfortunately, as soon as it went into the rectum, it was clear that the staple line had failed and the distal rectum was wide open. Careful analysis of the rectal stump was undertaken. The anastomosis was right at the levators. Unfortunately, there was no room in the pelvis or on the rectal stump, which was approximately 3 cm in length. The patient's pelvis was quite deep and narrow, and the rectal stump could not be seen and because of the patient's very enlarged bladder, I do not think that converting to a larger incision would have made any difference, as it was too technically challenging to do a hand-sewn anastomosis. We were certainly too low to refire a stapler across. I did not think that a transanal anastomosis would have been technically feasible, and the patient was given an end colostomy. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Catalog #: cs40b. Additional information requested and the following response received on 5/9/2011: device is cs40b. Occurred on 1st firing. Device was discarded, so lot # unknown. End colostomy was not planned. Patient did fine.